Manufacturer narrative:
This report is submitted on april 25, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 9, 2024.